Event description:
During a review of programming history for the patient on (B)(4), 2012, it was found that on (B)(6) 2004, a system diagnostic test was run and a final interrogation was not performed. On the patient's next visit on (B)(6) 2004, the device was interrogated and found to be at faulted settings. The off time was not corrected from 60 minutes until (B)(6) 2007.

Manufacturer narrative:
Analysis of programming history.